Manufacturer narrative:
No button error alarm noted. Unresponsive buttons due to moisture on keypad traces. Unable to perform displacement test due to unresponsive button. No moisture damage noted on the electronic assembly or motor assembly. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after falling into water. Blood glucose level at the time of the incident was 218 mg/dl. Customer reported that there was water visible under the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.